Event description:
A peritoneal dialysis (pd) patient originally reported experiencing drain complication issues while completing treatment using the dialysis machine. A replacement cycler was scheduled for delivery the following day. The patient's peritoneal dialysis nurse indicated the patient likely did not complete dialysis treatment using his cycler or manually that evening. The following morning, prior to receipt of the replacement cycler, the patient reported experiencing severe shortness of breath and was taken to the emergency room on (B)(6) 2015. The pdrn stated while in hospital the patient was able to continue peritoneal dialysis treatments using a hospital cycler, thus no treatments were missed. The patient was scheduled to be discharged today, (B)(6) 2015. The pdrn stated she had last spoken with the patient and as of (B)(6) 2015, the patient's signs and symptoms of dyspnea resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department is in the process of requesting medical records and treatment data regarding the reported hospitalization. The device has not yet been returned for physical evaluation. A supplemental report will be submitted upon receipt of the device and completion of the plant's investigation.